Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues as two times he has went to turn the light on and the pump was off and never received low battery alarms. The customer stated that, one time his pump read 300 mg/dl, but his actual blood glucose was 98 mg/dl. Another time the pump showed 48 mg/dl but his blood glucose was really 176 mg/dl. The customer is unsure if his blood glucose were stable at the time. Issue was not resolved by troubleshooting. The device is not expected to be returned for analysis.